Manufacturer narrative:
Summary: involved product broken during use was not returned, and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1714961). The unused waveone gold small file 25mm was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a wave one gold small 6-file ster 25mm broke during use. The broken parts could not be retrieved. Removal of broken parts is a possibility. Further information requested. No injury reported.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.